Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had a "pain in the chest" and then a "shock hit him". It was also reported by the patient's spouse that it was determined the lead "wires were contacting each other". The patient's right ventricular (rv) lead was capped and replaced. Follow up with the patient's clinic yielded no further information. No further patient complications have been reported as a result of this event.